Event description:
The customer reported to customer service via e mail on (B)(6) 2014 that her pump in style pump had high suction and was causing her pain. On (B)(6) 2014, a medela clinician received an email from the customer reported that she was prescribed an antibiotic by a physician for mastitis.

Manufacturer narrative:
On (B)(6) 2014, a medela clinician called and left a voice mail message, she also sent an e-mail message. On (b)(46) 2014, the medela clinician received e-mail reply from the customer stating her issue with her pnsa is unresolved and she is unable to get a replacement because she received it as a gift and has no receipt. She is using a manual pump and taking an antibiotic prescribed by her physician to treat mastitis. Customer was advised that a rental hosp grade pump would be helpful in preserving her milk supply as she recovers from mastitis. Further advised her to call again to cs to activate her warranty for a replacement pnsa. This issue is resolved pending shipment of replacement to customer. The product has not been received for evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.